Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (belt unable to connect with the monitor) has been confirmed. Upon inspection, the electrode belt was found to have the connector pins bent. The electrode connector pins did not successfully mate with the connector. The root cause of the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the bent connector pins. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt called into zoll lifecor customer support to report that the pins in her belt were bent and a connection cannot be made with the monitor. The pt received a replacement electrode belt.